Manufacturer narrative:
G2: country of origin - japan h3: product analysis - product:9560524, lotno:my23e001 it was observed during the inspection at the time of receiving that the holder was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional via a manufacturer representative regarding a device used for micro endoscopic discectomy(med). It was reported that the device cannot be attached. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the handle of the flex arm does not turn. There was a patient involved but there were no patient complications or symptoms in the event.